Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise, low impedance, and fracture. The noise was reproducible. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).